Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the patient's outcome could not be conclusively determined through this evaluation. The pump reportedly operated as expected. It was reported that no autopsy was performed, and heartmate 3 lvas was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists cardiac arrhythmia, multiple types of organ failure and dysfunction (including right heart failure and renal failure), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for automatic implantable cardioverter defibrillator (aicd) shocks in ventricular fibrillation (vf) storm. A centrimag was placed for recurrent ventricular tachycardia (vt). After centrimag placement, the patient developed malignant hyperthermia and subsequent renal failure. There were continued vt and aicd shocks, as well as conversion to comfort measures. The cause of the vt was unknown and the multi system organ failure (msof) was a result of the malignant hyperthermia. The patient expired on (B)(6) 2023 due to msof and vt. The pump reportedly operated as expected. Related MFR: 2916596-2023-05649.